Event description:
It was reported that the patient didn¿t know what was going on with their implantable neurostimulator (ins). Sometimes they felt stimulation on their vagina and they just put it up to 2.4v and they could feel the stimulation in the device. The patient noticed this today when they increased it. The patient thought it was too low and it was causing stimulation in their vagina. The patient was feeling it heavy and appeared confused. The patient was hitting the minus button, but nothing was happening. It was reviewed that the patient programmer needed to be over the ins and the patient thought that would be a good idea. The patient noted that they had a reaction to a medication. The patient synced their programmer to the ins and the ins was on at 3.0v. The patient lowered it to 2.9v and didn¿t feel stimulation now, but 3.0v was too strong. The patient¿s wound was all healed up and they couldn¿t feel where their ins was. It was later reported that the component involved in the event was the programmer. The troubleshooting done to provide insight to the issue and the action taken to resolve the event was reprogramming. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0mmmh, implanted: (B)(6) 2014, product type lead. (B)(4).